Event description:
It was reported that a vena cava filter limb detachment and filter tilt were found on a routine x-ray, prior to knee replacement surgery. The image showed that an arm was missing and was located above the filter. Additionally, the filter was tilted and some of the arms were sideways. The pt is asymptomatic. The filter remains implanted.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.